Event description:
It was reported to philips that the device was not recognizing the installed therapy cable and ECG leads after booting up in service mode. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit was unable to recognize installed accessory cables while in service mode. As a result of the noted issue, the customer requested part information for replacement components to troubleshoot their device. After receiving the requested information, multiple attempts were made to obtain additional information pertaining to a resolution but no response was received. As such, a definitive cause for the allegation could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and additional information could not be obtained, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not recognizing the installed therapy cable and ECG leads after booting up in service mode. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.